Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device evaluation: the customer reported issue of ¿intermit ER- needs to be locked while locked¿ was confirmed. The cause was a faulty lock sensor. No repair activities were performed as the device had reached end of support. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had intermit "ER- needs to be locked while locked". Event occurred during preventive maintenance. There was no patient involvement.